Event description:
It was reported that after insertion of bd nexiva diffusics¿ 22g x 1.00 in leaking occurred around the hub. Per customer email: we have had an issue with bd item number 383591 in our CT department. It was leaking around the hub, it resulted in a second IV start on a patient. I have attached a picture of the package with the lot number. Do you need us to fill out some sort of incident report for bd?

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8164603. Our records show that this is the only instance of a leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Without defective sample it is difficult to perform the evaluation and determine the root of cause, for this reason we were not able to associate the reported defect to the mfg. Process. Also the photo provided was not sufficient to conduct our investigation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion of bd nexiva diffusics¿ 22g x 1.00 in leaking occurred around the hub. Per customer email: we have had an issue with bd item number 383591 in our CT department. It was leaking around the hub, it resulted in a second IV start on a patient. I have attached a picture of the package with the lot number. Do you need us to fill out some sort of incident report for bd?